Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is (B)(4).

Event description:
A customer reported a small button hole in the periphery of the left flap following corneal flap creation. After getting suction two the surgeon asked for the canal to be extended; the technician was unaware of how to perform this and the surgeon opted to continue creating the flap and noticed the buttonhole in the periphery during flap creation. The surgeon elected not to lift the flap and aborted the ablation treatment. The patient was seeing well in that eye the following day and the canal length was reported as .3 millimeters.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. No technical root cause was identified as the system was operating within specifications. (B)(4).